Manufacturer narrative:
Our quality engineer inspected the photos and 15 representative samples submitted for evaluation. The reported issue of safety shield broke off was not confirmed upon inspection of the samples. Analysis of the samples showed no damage or defects. The samples were subjected to an activation and locking force test per procedure and all samples passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that they go to engage the protective guard, the guard it is popping off or the needle is coming off the syringe. The nursing team has reported to me recent issues with the 23 g bd eclipse needle. They are stating when they go to engage the protective guard, the guard it is popping off or the needle is coming off the syringe. Can we take a look at this? Please see the lot and product information below: bd eclipse needle 23g 11/2.